Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) for cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. After further investigation of the facts provided by the customer, it was determined that the customer did not select pads view confirmed by the device log. The log also confirms the device searched for signal via leads, but no signal was present. No fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.